Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-09832. It was reported that the patient's leads migrated. In turn, the patient underwent surgical intervention to explant and replace the leads. Effective therapy was restored post-operatively.